Event description:
Rn opened smiths medical jelco 24g 5/8th inch IV to find that the catheter needle had puncture the unopened cap of the IV and was protruded out unprotected. Inside the unopened cap it could be seen that the needle was bent and punctured the catheter as well as the cap. No harm to patient.